Manufacturer narrative:
A steris technician inspected the surgical table and found the palm control's cord undamaged, however the strain relief broken. The strain relief's function is to protect the palm control cord. The technician found the table to be properly operating; all articulations commanded via the table's palm and hand controls were successful. The surgical table is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. The operator manual routine maintenance section (pp. 5-1) states "the following items should be inspected weekly: electrical cords and connectors: ensure all electrical cords and connectors are free of lacerations and/or damage. Ensure there are no exposed wires on any of the pendants. Damaged electrical cords, connectors, and exposed wires will need to be replaced." The technician attempted to schedule a repair of the table however the facility declined and stated their biomedical department would complete the repair. The technician offered to inspect the repair once completed, is awaiting a response, and additionally offered in-service training on proper maintenance procedures for this table which the user facility declined. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that the "palm control for surgigraphic 6000 table broke near end of cable exit area." This event did not occur during a patient procedure and no injuries were reported to hospital staff or patient. (B)(4).